Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The cause of peritonitis was determined to be a skin transfer. The patient treatment for this event was unknown. While being hospitalized for peritonitis, the patient suffered a broken collar bone caused by a fall which was due to experiencing low blood pressure. As a result, the hospitalization was prolonged. The patient was treated with rampil and atenolol for the low blood pressure. The patient was hospitalized for twenty five days before being discharged. At the time of this report, the patient was fully recovered from peritonitis, broken collar bone, fall and low blood pressure. The pd therapy was ongoing. No additional information is available.